Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either sodium (na) or glucose on a cobas 6000 c (501) module. Patient 1 initial na result was 158 mmol/l. The repeat result from a different roche analyzer was 138 mmol/l. Patient 2 initial glucose result was 2 mmol/l. The repeat result from a different roche analyzer was 5 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided. The glucose reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found a leaking cell rinse tube and replaced it. The instrument was operating within specification. Reagent issues were excluded. The investigation determined the event was due to a maintenance issue.